Manufacturer narrative:
The sample was not returned; however, a photograph was provided. Visual examination of the photo identified a hard piece of plastic or glass inside the bag. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported issue was verified, but the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter was observed in a intravia bag. The reporter stated they found a hard piece of plastic or glass inside the bag after spiking and during compounding. The reporter stated that they had added baxter saline to the bag and then added soliris. This event occurred after filling of the device. There was no patient involvement. No additional information is available.